Event description:
It was reported that while using bd facsduet¿ sample prep inconsistent results occurred and they were reported out to a clinician. No patient harm or injuries occurred. The following information was provided by the initial reporter: customer stated that they noticed that the results were sporadic and significantly lower than when compared to those on the cbc. Customer ran same samples on both and noticed it being lower on the duet.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field has been updated with corrected information: h.6 imdrf annex: g04034. H.6 investigation summary: based on the investigation results, the reported "sporadic results" was confirmed. Investigation results were performed by reviewing the service history, risk and investigation analysis. Based on the investigation results, the potential cause for sporadic results was determined to be due to loose connectors on the syringe and 3 way valve. To resolve the issue, fse tightened the connectors on syringe and 3 way valve.

Event description:
It was reported that while using bd facsduet¿ sample prep inconsistent results occurred and they were reported out to a clinician. No patient harm or injuries occurred. The following information was provided by the initial reporter: customer stated that they noticed that the results were sporadic and significantly lower than when compared to those on the cbc. Customer ran same samples on both and noticed it being lower on the duet.